Manufacturer narrative:
All available information was investigated, and the reported leaking flush port and loss of fluid column were confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported leaking flush port and loss of fluid column appears to be a cascading event of the reported cracked flush port luer. The reported unexpected medical intervention was a result of case-specific circumstances as aspiration was performed. The investigation determined the cracked flush port luer may be related to a potential product quality issue. This complaint is within the scope of an exception escalation as the complaint description and device code match the specific issue described in the exception. The investigation evaluated the reported issue, and the engineering group determined the potential root cause to be environmental stress cracking. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
This is filed to report a loss of column and flush port leak of the sgc. It was reported that a patient presented with grade 3-4 functional mitral regurgitation (mr) for a second mitraclip intervention due to progression of preexisting heart failure and the mitral valve disease. It was noted that the previous clip implanted on (B)(6) 2022 was stable on both leaflets and there was no tissue damage. During the procedure, as the steerable guide catheter (sgc) crossed the septum the device was aspirated. A leak was observed where the flush port connected to the column. There was a loss of fluid column and air within the column observed. Additional aspiration was required. Pushing fluid into the sgc during prep did not create a leak. Aspirating when removing the dilator is when the leak was first noted. The flush port would leak only during aspiration. A replacement was used to complete the procedure. One mitraclip was implanted, but the mr was unchanged. Per the physician, it is unknown why the mr remained unchanged. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.